Manufacturer narrative:
Maquet cardiopulmonary gmbh requested the product for technical investigation. Bc (70104.8400 / 00140#bc 140 plus halbfertigteil ab 2010) was received as complaint sample. The sample was cleaned with sodiumhypochlorid. Visual inspection was performed. During visual inspection, 2 defective fibers were detected in the bc 20 plus. Trend search was performed and no systemic issue could be determined. Device history record for lot 92265055 was reviewed. There were no references found which are indicating a nonconformance of the product in question. For further evaluation, getinge cardiopulmonary antalya informed the supplier and initiated scar #751001347. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Complaint: #(B)(4).

Manufacturer narrative:
Maquet cardiopulmonary gmbh requested the product for technical investigation. Bc (70104.8400 / 00140#bc 140 plus halbfertigteil ab 2010) was received as complaint sample. The sample was cleaned with sodium hydrochloride. Visual inspection was performed. During visual inspection, 2 defective fibers were detected in the bc 20 plus. Trend search was performed and no systemic issue could be determined. Device history record for lot 92265055 was reviewed. There were no references found which are indicating a nonconformance of the product in question. During manufacturing there is a 100% visual controls of hemoconcentrators per basic operation procedure 9200153 v00: "2.check materials %100 visually: ¿bc 20s and accessories: no cracks, burrs and particles. Black dots according to support document 09.". Hemoconcentrator is purchased part from a supplier. Therefore for further evaluation, getinge cardiopulmonary antalya informed the supplier and initiated scar #(B)(4) on 2020-04-10. According to the investigation result of supplier investigation: visual inspection of the product with the naked eye shows two severed, too short fibers on the dialysate side. A leak test of the blood side according to dd-aa-19-18-021 version 2 was performed, this test confirmed the leakage at the two severed, too short fibers. The reported failure was confirmed. The batch data record of the batch number 8-1201-h-01 was reviewed in the internal product record and revealed that this batch met the acceptance criteria for release per hechinger procedure for final product batch issuance and release according to internal work instruction dd-aa-19-00-004. The batch was released on 2018-08-14. The number of units released for the batch was (B)(4) units. The regular tests/inspections are performed in production according to the control plan dd-pp-19-61-001. The batch review found that this batch met the release requirements, no defects were identified that exceeded the acceptable quality limit per product master dd-ma-06.1-63-001 hc20, hc60, hc140. A review of the complaint database found that there is no further complaint reported as internal blood leak on the lot number 8-1201-h-01. The reported event of this complaint does not indicate a problem that could be represent as systemic breakdown of process controls (gmp), inadequate or improper design, improper labeling, or unexpected near miss event. Root cause analysis for: 1. Delivery to the customer: failure in production according dd-aa-06.1-61-039 version 04 chapter 5.2.1.4 (visuelle endkontrolle). 2. Origin of failure has to be requested in the ncr description. Corrective actions for: 1. Delivery to the customer: an employee information about the complaint has been provided as part of the ncr processing. 2. Origin of failure has to be requested in the ncr description: at the time of completion of the scar, processing of the initiated ncr is still ongoing. Expected completion of the ncr according to due date 2020-06-04. No evidences were found that this product has been received with broken fibers by getinge cp antalya. There is no nc record for the material 70104.8400 for reported failure. Morover, receiving inspection report for lot 19-9202491 of bc was reviewed and no deviation was found. In production, there is 100% visual controls. In addition, it was reported by the customer that the problem was detected during use. No problem was reported that noticed during visual controls before use as stated in the instruction for use of hemoconcentrator. Also, relevant questions were asked to customer by sales and at this time no use(r) error was identified. Since the failure is confirmed by supplier and ncr has been initiated this complaint now can be closed. The most probable root cause of the failure is material (supplier) failure. This complaint is being monitored as part of the complaint data trending of maquet cardiopulmonary gmbh and further investigations and measures will be conducted in case of adverse trending.

Event description:
Complaint: #(B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
"As you can see on the picture, one or more fibes appear to be leaking. Set is h31471." The fiber of hemoconcentrator is leaking. (B)(4).